Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification occurred. The product was evaluated. An exterior visual inspection was performed and no damage was found. Receiver charge and receiver boot was performed and passed. Data log analysis was performed and passed. Functional test results was performed and passed. Alarm/alert manual test was performed and passed. Internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. Customer¿s complaint was undetermined due to no data was found within the investigation window. The allegation was undetermined. The probable cause could not be determined as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification occurred. On (B)(6) 2024, it was reported that the patient experienced loss of consciousness in the train without any previous symptoms. The rescue service worker was called and treated the patient with oral sugar. The cgm was reading low values but the patient didn´t received any notification or alarm. The patient was taken to the hospital and treated there with IV glucose. At the time of the report the patient was okay. It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). D4 catalog no - correction. D4 serial no - correction. D4 lot no - correction. H2 correction/additional information. H4 device mfg date - additional. H5 labeled for single use - correction.

Event description:
Subsequent to the initial MDR, additional information and a correction is required.